Event description:
The anterior snap fit mechanism broke upon insertion. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
H4: mfg date = 7/90. Summary of evaluation: evaluation results indicate that this event may have been due to the item being 5 years and 5 months after sterilization at the time of surgery.